Manufacturer narrative:
Insulin pump had a cracked reservoir tube lip, cracked battery tube threads and cracked case near display window corners noted during visual inspection. No alarms noted during testing. However, insulin pump has alarms noted in alarm history due to corrupted history files.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer's insulin pump could not upload to carelink. Customer has not used the device in seven months. Customer's blood glucose is 21.0 mmol/l. Customer was advised the device was powered off for too long a time and a replacement is needed. Nothing further reported.